Manufacturer narrative:
The remote service personnel received the request for the power switch purchase which was arranged on the sales order. The customer was sent a replacement power switch. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the power switch needed replacement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.